Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that when an asymptomatic patient presented in clinic for a routine follow up, excessive battery discharge was observed. The battery longevity had decreased significantly from the previous a merlin.net transmission estimated longevity. The device was explanted and replaced. The patient was discharged in good condition.